Event description:
During dialysis set up and treatment the following events ocurred. While disconnecting pt from the machine the blue screw-in line came apart from the tubing. This is a potential hazard.